Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, health hazard evaluation, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (08/03/2013 ¿ 01/30/2014) did not reveal a significant trend. The complaint trending for problem code odor/smells identified a significant trend over the past 12 months (september 2012 ¿ august 2013). The highest risk is considered as low as reasonably practical. The trending for problem code human reaction (january 2013 ¿ december 2013) revealed the highest risk is considered broadly acceptable. The hhe (health hazard evaluation) was reviewed for the risk associated to eye irritation experienced as a result of residual hydrogen peroxide. The severity and occurrence for the general population were temporary or reversible (a medical condition which would likely resolve itself and where medical treatment is optional) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Event description:
An international customer reported an event of an odor emitting from the chamber of the sterrad 100s sterilizer when a load was removed after a completed cycle. Two healthcare workers (hcws) experienced reactions to the odor. One hcw experienced "pain in the eyes" and a second hcw experienced "pain in skin and dinus (sinus)." Neither hcw sought or received any medical attention/treatment and all symptoms only lasted one day. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Pain in eyes, pain in sinus. A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed. Unit meets specifications and was returned to service on (B)(4) 2014.